Event description:
It was reported that the ventilator started to auto-cycle and then vent shut off with an audible alarm. This reported problem happened multiple times while on a pt. No pt harm reported.

Manufacturer narrative:
Na